Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8302906, medical device expiration date: 2023-11-30, device manufacture date: 2018-10-29. Medical device lot #: 8281946, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-08. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move on lot # 8302906 and lot # 8281946. Investigation summary: customer returned (80) 3/10cc, 8mm, 31g syringes (10 in an open poly bag, 70 in sealed poly bags) with the shelf carton from lot # 8302906. No samples from lot # 8281946 were returned by the customer. Customer states that they are sticking and have to push with even the first stick. Thirty out of 80 returned syringes were tested (all 10 from the open poly bag, 20 from the sealed poly bags) and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 8302906. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for break out sustaining. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stopper/ dry barrel. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm halfunit 10bg 500 experienced difficult plunger rod movement during use. The following information was provided by the initial reporter: verbatim: I am reporting a problem with your bd insulin syringes with ultra-fine needle lot # 8302906, 8281946. These syringes/needles are not up to par. They are sticking and have to push with even the first stick.